Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unspecified procedure, using a flexor ureteral access sheath and dilators, the access sheath inner lining was loose and the visual was blocked due to it. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: cook was informed of an event involving a flexor ureteral access sheath. During a laser lithotripsy, the access sheath 'sinner lining became loose and visually blocked the scope's camera. The portion that detached that rested in the camera view was attached at the distal end of the sheath. The detachment ¿inverted¿ as the scope was removed. The issue was first noted when the procedure was about 75% completed. No unintended section of the device remained inside the patient¿s body. The sheath was removed and a second sheath was used to complete the procedure. There was no harm to the patient as a result of the event. Investigation ¿ evaluation. A document-based investigation was performed including a review of complaint history, device history record, manufacturing instructions, specifications, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. The customer indicated the complaint device was discarded following the procedure and not available for return. The customer did provide a photograph showing what appears to be the hydrophilic coating from the inside of the sheath peeling off of the sheath. A review of the device history record (DHR) found one nonconformance associated with the complaint lot, but this nonconformance is not related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. Based on the information available, investigation has concluded that, while a specific instance cannot be identified, the lining most likely became damaged during use, resulting in loosening of the coating. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information since the last report was submitted.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 22jul2020: the customer discarded the device and it will not be returned. Additional information was received 28jul2020: the procedure being performed was laser lithotripsy. The inner lining of the device that detached that rested in the camera view was attached at the distal end of the sheath. The detachment "inverted" as the scope was removed. The issue was first noted when the procedure was about 75% completed. The sheath was removed and second sheath was used to complete the procedure. No unintended section of the device remained inside the patient's body. The patient was reported to be "fine" no adverse effects.